Manufacturer narrative:
It was reported that the table allegedly was unlocking during use. The stryker field service technician (sfst) went to the customer site and visually examined the table and completed a full mechanical evaluation. The sfst was unable to replicate the complaint. The sfst did identify that this customer site was utilizing a hand pendant (hp) that was earlier recalled, (z-1488-2013), and did not return or destroy the hp per the recall instructions. The hp was removed and then replaced with a new hp and the table was released back to the customer for full use. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the table allegedly was unlocking during use. There was no patient involvement or adverse consequence reported.